Event description:
This is the first of two MDR's for the same event to report two different suspect devices. One week post op patient complained of pain. It was noted on x-rays that one set screw had backed out and a telemon peek had migrated. Revision surgery was done one week post op to replace set screws, rods, and one bone screw to reposition telamon peek.